Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. It was also stated that the customer had been vomiting prior to hospitalization. In addition, the customer had been ill with gastroenteritis. The customer declined any troubleshooting on the insulin pump at the time of call.